Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
User facility mandatory medwatch received that stated the following: "pt suffered traumatic asphyxiation subsequent to power cord from IV pump being wrapped around neck and shower rod in pt's room." Upon further query, the following info was provided that indicated an adverse event while the pump was in use. The pump was delivering an unspecified IV solution. At an unspecified time, the nurse found the pt in the bathroom with the ac power cord of the device wrapped around the pt's neck and the shower rod. The pt was "successfully resuscitated." The pt's family then requested the status of the pt be dnr (do not resuscitate.) Approx two hours later, the pt expired. The customer contact reported, "there was no fault of the pump." The device was removed from clinical service. Though requested, no additional info was provided.